Event description:
The customer reported that the trocar valve leaked during a vitrectomy procedure. The procedure was completed without harm to the patient. Additional information and a product sample have been requested.

Manufacturer narrative:
The returned samples were inspected per facility procedure and were observed to have the following visual results: 14 of the 15 returned unopened samples were determined to be visually nonconforming. 0 of the 3 returned opened samples were determined to be visually nonconforming. The 15 unopened samples were sent and were functionally flow tested. The results indicated a leak rate higher than the validated acceptance level. A device history record review was conducted. According to the device history record reviews, five lots were reprocessed for anomalies (possible nonconforming septum and septum damage) that could have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product released met the manufacturers acceptance criteria. Three lots were reprocessed for anomalies that did not contribute to the customer complaint. No additional anomalies were found based on the device history record review. No additional investigation is required based on device history review. The lot complaint history was reviewed; this is the third complaint for the reported lot number and the third for this issue. The root cause could not be determined from this complaint evaluation, however, an investigation has been opened to evaluate additional root causes. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).